Event description:
It was reported patient underwent initial affixus nailing procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to the affixus nail fracturing. A second affixus nail was implanted.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(6) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)

Manufacturer narrative:
This follow-up report is being filed to relay the additional information and evaluation, which were unknown at the time of the initial medwatch.examination of returned device found the exact cause of the fracture was inconclusive. Post fracture damage has obfuscated many fracture artifacts that would suggest fracture details.review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events: "cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminutedfractures."